Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that the dental implant did not osseointegrate after its installation in patient¿s mouth. The implant was immediately carried out after the tooth extraction and was immediately loaded. No further information was provided.